Event description:
It was reported that the device had broken damaged battery split screw. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: device eval by manufacturer?, FDA notified?, additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?,

Event description:
It was reported that the device had broken damaged battery split screw. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had broken damaged battery split screw. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 additional information: annex b: b01 annex c: c16 annex d: d03 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of battery screw split was confirmed. On 25-march-2024, pcu was received unboxed and with paperwork. Verified pcu functions normally with no errors. Investigation confirmed the stated issue of ba ttery screw split. Investigation also revealed issue of stripped screw head on the power strap and the device was missing a foot. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the damaged screws and the missing foot. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken damaged battery split screw. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken damaged battery split screw. There was no patient involvement.